Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with burning, redness, inflammation, infection, and a rash extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was diagnosed with an abscess. The doctor treated the patient with an unspecified antibiotic injection, in addition to prescribing the patient oral sulfamethoxazole and trimethoprim. No additional patient or event information is available.